Manufacturer narrative:
The facility did not request field service. The customer indicated that the biomed had turned the unit on and off multiple times with no system messages. The biomed indicated that the unit would be placed back in service. No samples are expected to be returned at this time. (B)(4).

Event description:
A customer reported the system displayed multiple system messages. The facility's back up unit was used to complete the cases. Pt impact is unk. Additional info was requested.